Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a unspecified malfunction alarm occurred and the pump stopped all insulin delivery. The customer stated that the pump was removed after the unspecified malfunction alarm occurred. The customers blood glucose level was impacted 382 mg/dl with a slight trace of ketones. However, the customer stated elevated blood glucose levels could also have been due to being sick and that ketone levels were not dangerous or life threatening. It was indicated that the customer took a manual injection to stabilize blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.